Event description:
The customer reported failure of cuff inflation on insertion of the tracheostomy tube. The patient was being ventilated, and the tube was removed and replaced with a new cuffed tracheostomy tube.

Manufacturer narrative:
Return of the tracheostomy tube for failure investigation was requested.